Manufacturer narrative:
(B)(4). The device was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a customer who experienced a damaged minicap. The customer stated that the sponge was separated from the minicap. This occurred before use and there was no patient involvement. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.